Manufacturer narrative:
Pending investigation. Concomitants: 320-08-42 - glenosphere exp 42mm +4mm offset (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6) 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6).

Event description:
As reported, approximately one year and eight months post total shoulder arthroplasty (tsa), the patient underwent a revision of the right hybrid reverse shoulder due to the glenosphere and glenosphere locking screw backing out away from a well fixed reverse baseplate. It was noted that the patient was involved in an atv accident that may have affected the prosthesis. The surgeon replaced the glenosphere and glenosphere locking screw. There was no reported device breakage or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d the revision reported was likely the result of locking screw disassembly and subsequent glenosphere disassociation. The reported atv accident could have been a contributing factor to the event; however, locking screw disassembly cannot be confirmed as the devices were not returned for evaluation and no images or radiographs were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.